Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific received information that loss of capture was observed on this right ventricular lead at routine follow-up. An x-ray was obtained indicating the lead had dislodged. A revision procedure was performed wherein the lead was repositioned without consequence. No additional adverse patient effects were reported. This lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.